Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported drill bit was broken when the surgeon drilled over the guide wire and broken piece was remained in the patient¿s bone. The surgeon was unable to remove the broken piece. There was 10 minutes delay in the surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.